Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer the right rear wheel is warped and appears to have a flat spot on it so that the chair cannot be propelled normally. It is hard to push and they make a loud sound when in motion.